Event description:
Biomed requested an event log review for an over infusion of tpn. A 1000ml bag was hung (B)(6) 2012 at 1804 intended to run at 42ml/hr and was at least for 24 hours. The next morning at 0700 on (B)(6) 2012 the bag was found empty by the oncoming nurse. She noted the pump was set at 42ml/hr and the remaining vtbi was 196ml. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices have not been received, log review only. The customer has requested an event log review. The event logs and data set have been received but have not been evaluated yet. A follow up reported with be submitted with failure investigation results once the evaluation has been completed.